Event description:
A report was received that a patient had an explant re-implant due to the ipg being flipped. The patient was unable to charge and and x-ray confirmed that the ipg had flipped. The patient is reportedly doing fine.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.